Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient was getting a message of por on patient programmer. Reviewed meaning of por-power on reset, therapy had turned off and reset to shipping parameters. Patient had spinal surgery (unrelated to her implant) where they turned their interstim off. Patient reports after the surgery was completed, they went to turn the stimulator back on when they saw the por message. It was reviewed potential factors that can cause a por, but reviewed there was no way for to confirm why the patient was seeing the por message, and advised the patient to follow-up with the doctor for further assistance. It was reviewed that the por message needed to be addressed in person and recommended following up again with the doctor. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a por message and she was told that she needed a new battery. The patient saw her healthcare profession (hcp) in march but didn't know if the por message was cleared. In addition, the patient inquired if the stimulator would assist in fully emptying the bladder. The patient has had bladder problems for many years prior to the device and she enjoyed the device because it has not only helped her bladder but also helped her bowels so she didn't get constipated. The patient just started retaining fluid and she mentioned going to get a new implant. The patient began retaining fluid when she was in the hospital, she started to have complications with her bladder, and she thinks it was called eugenic bladder. The bladder issues began when she left the hospital. There were no further complications or anticipations reported with this event.